Event description:
On (B)(6) 2025 the patient¿s hcp recommended switching to u200 insulin instead of the indicated u100 formulation. The patient experienced hyperglycemia with a blood glucose (bg) level of 350 mg/dl, which was corrected by the ilet. The patient reported no symptoms, did not require outside assistance, and no medical intervention was needed. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.